Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii", "the implant was misshaped", "tried to let it settle out and put it back in" and "the implant wouldn't smooth back out". This record is for the right side. Device was explanted. Patient was prescribed singulair and accolate in separate times.

Event description:
Healthcare professional reported "capsular contracture baker grade iii", "the implant was misshaped", "tried to let it settle out and put it back in" and "the implant wouldn't smooth back out". Deformation and crease/folding were observed. This record is for the right side. Device was explanted. Patient was prescribed singulair and accolate in separate times.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ use error: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deformation: observed deformation of device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.